Event description:
It was reported by the rep that the (1) 511sm was used during a laparoscopic nissen procedure. It was reported that during the case, upon removal of obturator, and after insertion the seal was torn. This was after insertion into the abdominal wall. The cannula was then removed and another trocar was inserted. There was no consequence to the pt.